Manufacturer narrative:
Device available for evaluation?: yes. Returned to manufacturer on 09/03/2019. Device returned to manufacturer?: yes. Device evaluation: the returned lens was received 3-sep-2019. The product was returned within a plastic sample jar labeled with the serial number. A visual inspection of the lens with the unaided eye shows traces of what appears to be ovd (ophthalmic viscosurgical device). Further inspection under magnification confirmed the ovd. The lens was cleaned with purified water and dried with compressed air to ease inspection. Minor cosmetic damage was observed and consistent with a lens that had been handled, explanted from the eye, and transported. The customer's reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed there were two other investigation requests for this production order; however, the reported complaints were not confirmed, and no product deficiency was identified that could contribute to this complaint. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Attempt was made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's eye due to myopic outcome with astigmatism. Patient gradually became myopic, distant vision progressively worse since cataract surgery. The patient returned for a dilated eye exam and was checked for pco (posterior capsule opacification) with a complaint of blurry distance vision on (B)(6) 2019. The doctor determined that doing an lri (limbal relaxing incision) alone would leave the patient more myopic; therefore, doctor replaced the lens with a lower diopter power and combined with lri. An incision enlargement was also noted. Patient¿s visual readings: pre-operative 20/40, post-operative 20/25+2, one-week post-op -0.25 x 45 (20/20), six-week post-op -0.25 -0.25 x 30 (20/20), july 3, 2019 -0.25 -0.75 x 30 (20/20). No further information was provided.